Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon dilatation catheter was to be used during a fine needle aspiration (fna) dilatation in the upper lobe performed on (B)(6), 2011. According to the complaint, while preparing for the case, the balloon was pre-inflated with a nacl solution. However, the balloon burst at 5.5 atm. The procedure was completed with another cre pulmonary balloon dilatation catheter. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon dilatation catheter was to be used during a fine needle aspiration (fna) dilatation in the upper lobe performed on (B)(6), 2011. According to the complaint, while preparing for the case, the balloon was pre-inflated with a nacl solution. However, the balloon burst at 5.5 atm. The procedure was completed with another cre pulmonary balloon dilatation catheter. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned complaint device revealed that the balloon was torn longitudinally. Inspection of the catheter of the device revealed no issues. The investigation results are consistent with the event description. The reported defect of balloon burst was confirmed as the balloon was torn longitudinally. The complaint description and additional information state that the balloon burst while it was inflated during preparation for the procedure. The directions for use (dfu) for this product states that the balloon should not be pre-inflated. It is possible that the balloon was damaged by a sharp exterior source; however this cannot be conclusively determined. Therefore, the most probably cause is handling damage as the complaint was most likely caused by handling of the device during preparation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.